Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014719 in question was manufactured at the reynosa site. DHR review: the lot 6014719 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 28-jul-2025, with a total of (B)(4) units. The sub-assembly, welding: the lot 5g04109 was manufactured according to the wi version 34.0 welding in the machine ls06, and ls07 on 25/jul/2025, with a total of (B)(4) units. The lot 5g04110 was manufactured according to the wi version 34.0 welding in the machine ls06, and ls07 on 28/jul/2025, with a total of (B)(4) units. The lot 5e03377 was manufactured according to the wi version 34.0 welding in the machine ls11 on 08/jul/2025, with a total of (B)(4) units. The lot 5g04114 was manufactured according to the wi version 34.0 welding in the machine ls24, and ls25 on 27/jul/2025, with a total of (B)(4) units. The lot 5g04115 was manufactured according to the wi version 34.0 welding in the machine ls24, and ls25 on 28/jul/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector: the lot 5g04149 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 27/jul/2025, with a total of (B)(4) units. The lot 5g04150 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 27/jul/2025, with a total of (B)(4) units. The lot 5g04151 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 28/jul/2025, with a total of (B)(4) units. The lot 5g04152 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 28/jul/2025, with a total of (B)(4) units. The lot 5g04153 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 29/jul/2025, with a total of (B)(4) units. The lot 5g04154 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 30/jul/2025, with a total of (B)(4) units. The lot 5g04154 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 30/jul/2025, with a total of (B)(4) units. The lot 5f03958 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 08/jul/2025, with a total of (B)(4) units. The lot 5g04143 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 21/jul/2025, with a total of (B)(4) units. The lot 5g04146 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 23/jul/2025, with a total of (B)(4) units. The sub-assembly, moulding: the lot 5g04195 was manufactured according to the wi version 36 in the moulding in the line ls18 on 26/jul/2025, with a total of (B)(4) units. The lot 5g04199 was manufactured according to the wi version 36 in the moulding in the line ls19 on 25/jul/2025, with a total of (B)(4) units. The lot 5g04194 was manufactured according to the wi version 36 in the moulding in the line ls18 on 24/jul/2025, with a total of (B)(4) units. The lot 5g04196 was manufactured according to the wi version 36 in the moulding in the line ls18 on 27/jul/2025, with a total of (B)(4) units. The lot 5g04200 was manufactured according to the wi version 36 in the moulding in the line ls19 on 27/jul/2025, with a total of (B)(4) units. The lot 5g04197 was manufactured according to the wi version 36 in the moulding in the line 3 on 28/jul/2025, with a total of (B)(4) units. The lot 5g04201 was manufactured according to the wi version 36 in the moulding in the line ls19 on 28/jul/2025, with a total of (B)(4) units. The lot 5g04202 was manufactured according to the wi version 36 in the moulding in the line ls19 on 29/jul/2025, with a total of (B)(4) units. The lot 5g04148 was manufactured according to the wi version 36 in the moulding in the line 3 on 25/jul/2025, with a total of (B)(4) units. The lot 5g04198 was manufactured according to the wi version 36 in the moulding in the line ls18 on 29/jul/2025, with a total of (B)(4) units. The lot 5f03705 was manufactured according to the wi version 36 in the moulding in the line ls19 on 07/jul/2025, with a total of (B)(4) units. The lot 5f03699 was manufactured according to the wi version 36 in the moulding in the line ls18 on 08/jul/2025, with a total of (B)(4) units. The lot 5f03710 was manufactured according to the wi version 36 in the moulding in the line ls19 on 08/jul/2025, with a total of (B)(4) units. The lot 5g03979 was manufactured according to the wi version 36 in the moulding in the line ls18 on 20/jul/2025, with a total of (B)(4) units. The lot 5g04187 was manufactured according to the wi version 36 in the moulding in the line ls18 on 22/jul/2025, with a total of (B)(4) units. The lot 5g03986 was manufactured according to the wi version 36 in the moulding in the line ls19 on 22/jul/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states, the patient stated the needle was bent a little on (B)(6) 2025. The blood glucose value displayed was high. To address the high blood glucose, the patient administered a correction injection via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.